Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During device training with a customer, stryker observed the device froze and shut off and will not turn back on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
During device training with a customer, stryker observed the device froze and shut off and will not turn back on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined the cause of the reported issue to be a faulty som pcb of the system pcba. This device was archived by stryker.